Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable pulse generator (ipg) exhibited electromagnetic interference/noise, noted on stored electrograms (egm), which occurred during cautery procedure. The device remains in use. No patient complications have been reported as a result of this event.